Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: m365sc2316500, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced inadequate stimulation and stimulation in non-target area following a non-device related fall. High impedances were noted and a lead was reportedly fractured. It was also reported that the patient had right-sided upper thoracic spine pain. Under fluoroscopic evaluation, this appeared to be centered at the t3-4 level. This was well above the most superior aspect of the leads. The patient was administered epidural steroid injection. The patient underwent a revision procedure wherein a lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient's injections were intended for new pain area. The physician did not believe that the pain was due to the device.

Event description:
A report was received that the patient experienced inadequate stimulation and stimulation in non-target area following a non-device related fall. High impedances were noted and a lead was reportedly fractured. It was also reported that the patient had right-sided upper thoracic spine pain. Under fluoroscopic evaluation, this appeared to be centered at the t3-4 level. This was well above the most superior aspect of the leads. The patient was administered epidural steroid injection. The patient underwent a revision procedure wherein a lead was replaced. The patient was doing well postoperatively.